Event description:
Further information was received indicating the atrial lead was explanted and replaced on (B)(6) 2018. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a noise reversion alert on the atrial lead was observed resulting in automatic mode switching episodes. The noise episodes or alert could not be reproduced. No intervention was performed at this time, the patient was stable and will be monitored.

Manufacturer narrative:
As received, a partial lead was received in two segments (a and b) for analysis. Visual examination found damage consistent with procedural damage. Electrical test found shorts between the conduction paths on the connector segment a. Destructive analysis found a breach of the inner insulation and all filars of the inner coil were fractured. The reported events were isolated to the fracture inner coil and the inner insulation breach at the connector region. All other damages found are consistent with procedural damage. The reported event of noise was confirmed.